Event description:
It was reported that balloon rupture occurred. A dialysis patient presented for inner shunt dilation. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.